Manufacturer narrative:
Patient diagnosed with bilateral capsular contracture, baker grade iii. Devices removed and replaced with identical devices.

Event description:
Patient diagnosed with bilateral capsular contracture, baker grade iii.